Event description:
Post op implant of the intraocular lens the pt complained of problems with his central vision. Lens was removed and replaced at 6 weeks post op by the physician who stated "lens had a central defect". The lens was returned to the MFR and inspected. The results of the inspection confirmed that while the lens does not meet cosmetic criteria due to the presence of dimples and depression marks, it does meet the specifications for optic properties. The diopter is correct as labeled, the resolution is very good and within established specifications and no astigmatism was recorded.